Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge change error messages occurred with multiple cartridges during the loading process. The customer reloaded the cartridge to resolve the issue resulting in a minimum fill notification being received. Reportedly, the cartridge had been filled with 180 units. A cartridge change was performed to address the issue and subsequently, a malfunction alarm occurred. Customer's blood glucose level was 157 mg/dl. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed.